Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the system monitor with a startup error (checksum), was confirmed when the unit was evaluated by technical service (edc). The unit was repaired by replacing the main pcba. The repaired system monitor was tested and returned to the rental/loaner pool. Per device service records, the main pcba was installed in the system monitor in may 2008. A root cause for the checksum error at startup was unable to be conclusively determined through this analysis. The system monitor pn 101214 was built in dec 2006. The packaged system monitor (pn 1286a) was placed into inventory on dec 14, 2006. The unit was shipped to (B)(6) on jan 2007. The unit was last returned from rental/loaner use on apr 17, 2019. The unit was shipped to the customer on may 16, 2019. The main pcba (pn 103433 rev a / sn: (B)(4) was installed into the system monitor in may 2008. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) - setting up the system monitor for use with the power module), the heartmate ii lvas IFU (system monitor setup) and the heartmate 3 lvas IFU (system monitor setup). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor did not complete the booting process. There was an error message 'crc check sum error code: 13 system halted!' Appeared on the screen. Re-booting didn't solve the issue. The unit was exchanged. Upon investigation of the returned device, and issue with the main printed circuit board (pcb) was observed.